Manufacturer narrative:
The set screw is a secondary and redundant fastening mechanism of the crank handle. The handle operated according to its specifications and could not have become loose as a result of the reported observed conditions.

Event description:
During preventive maintenance of the pump system, the service representative observed that the set screws associated with the fastening of the handles of the pump hand cranks were not completely tightened. There were no adverse consequences to a patient as a result of this event.